Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded non-physiologic artifacts during an atrial fibrillation (af) episode. Technical services (ts) reviewed the device data and discussed the af episode is deemed inappropriate due to artifacts seen of non-physiologic origin. Troubleshooting recommendations and advise were provided. Additional information was received. The s-ICD device and electrode were explanted. No additional adverse patient effects were reported. The electrode is expected to be returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded non-physiologic artifacts during an atrial fibrillation (af) episode. Technical services (ts) reviewed the device data and discussed the af episode is deemed inappropriate due to artifacts seen of non-physiologic origin. Troubleshooting recommendations and advise were provided. Additional information was received. The s-ICD device and electrode were explanted. No additional adverse patient effects were reported. The electrode was returned for analysis.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured at 27 millimeters (mm) from the terminal end. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.